Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument was broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurring.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be confirmed as the e-piece was not returned for investigation.